Manufacturer narrative:
It was reported that the device was explanted under general anaesthesia. Device analysis report is attached. This report is submitted on december 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to a middle ear infection. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 17, 2023.